Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient reporting their implant has been moving ever since their swelling went down about a week after they received their implant. Patient reported that they saw their surgeon in regards to the issue shortly after implant, but the issue didn't seem important to the surgeon. Patient reported that the surgeon has since moved practices. Patient stated that they did not have any changes in activity or programming prior to their initial call, and that they had been living with the implant moving for 7 years. Patient reported that their wireless recharger issue resolved their alleged issue with their wireless recharger.

Manufacturer narrative:
Continuation of d10: product ID wr9200 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were multiple issues concerning a deep brain stimulation implantable pulse generator (ipg) and its associated equipment. The patient experienced a programmer problem where the device did not display the same information as the representative's tablet. Additionally, there were longstanding issues with the recharger, persisting for about seven years, where the patient had to remain still for extended periods to maintain a connection, which was described as fragile. The recharger would connect and then disconnect from the implantable neurostimulator, and the connection was often lost when the patient laid down, with the charger feeling warm. The implant was noted to move, with the chest area dropping, and the implant was described as bouncy and wiggly. It took a while to establish a connection, but once steady, the charging duration was longer than previously. A red light and deep sound were reported to occur shortly after finding a connection. Troubleshooting steps included holding down the power button on the recharger to reset it, but the issue persisted. The resolution involved ordering external equipment for replacement.